Event description:
The hcp reported the device was explanted, but did not provided information on patient symtpms or the reason for removal. The device was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.